Manufacturer narrative:
B3 - date of event is estimated. D4 - the UDI number is not known as the part and lot numbers were not provided the additional patient effect of death reported in the article is captured under a separate medwatch report. The devices were not returned for analysis and a review of the lot history record could not be performed as the part/lot information was not provided. Based on available information, the cause of the reported death, heart failure, stroke/cerebrovascular accident, myocardial infarction, bleeding, transient ischemic attack, renal failure, infection, new-onset atrial fibrillation and endocarditis could not be conclusively determined. However, death, heart failure, stroke/cerebrovascular accident, myocardial infarction, bleeding, transient ischemic attack, renal failure, infection, atrial fibrillation and endocarditis are listed in the instructions for use (IFU) as known possible complications associated with mitraclip procedures. Unexpected medical interventions, surgical intervention and hospitalization were a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
The article "transcatheter repair versus surgery for atrial versus ventricular functional mitral regurgitation ¿ a post-hoc analysis of the matterhorn trial" was reviewed. The article presented a retrospective multi center study, to evaluate the multicenter mitral valve reconstruction for advanced insufficiency of functional orischemic origin (matterhorn*) trial proved noninferiority of transcatheter edge-to-edger epair (teer) compared to mitral valve surgery in patients with heart failure and functional mitral regurgitation (fmr). Devices mentioned include mitraclip. The article concluded that the current subanalysis reproduce the overall results of matterhorn. In both afmr and vfmr, teer revealed markedly lower event rates for the pse at 30 days, without meaningful differences in terms of post-procedural mr and symptomatic improvement between teer and surgery at one year. [The primary author and corresponding author was christos iliadis at university hospital cologne institution with corresponding email christos.iliadis@UK-koeln.de. (B)(6), unk mitraclip peri and post-procedural complications included death, prolonged hospitalization, heart failure, mitral-valve reintervention, stroke, myocardial infarction, bleeding, transient ischemic attack, surgical intervention, renal failure, infection, new-onset atrial fibrillation, endocarditis.